Event description:
It was reported that the rpm display disappear sometimes. A rotablator rotational atherectomy system was selected for use. It was noted that the rotary switch was unable to adjust the rotation speed and the display disappears sometimes. There were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the console was received with the void seal broken. The foot pedal triple-bore hose was separated. Device was returned for analysis. Cosmetic damages on the console and foot pedal were observed. The console and foot pedal functioned properly during functional check. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 62 krpm; the maximum turbine rotational speed reached was 233 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the rpm display disappear sometimes. A rotablator rotational atherectomy system was selected for use. It was noted that the rotary switch was unable to adjust the rotation speed and the display disappears sometimes. There were no patient complications reported.